Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device and it was observed that the device displayed an e6 error code, which indicates that the device was overheating or has overheated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a motor device was "overheating". The reporter was unable to clarify if the malfunction occurred during pre-surgery check or surgery.  It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. The reporter was unable to determine the date of this event, but was able to confirm that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.